Manufacturer narrative:
Updated b5. Emdr section h6, codes d1001 updated (removed d12 and d15).

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment for abdominal and iliac artery aneurysms using gore excluder iliac branch endoprostheses and gore viabahn vbx balloon expandable endoprosthesis. An iliac branch component was deployed in the right common iliac artery, followed by placement of a vbx (bxb077901) in the right superior gluteal artery. Subsequently, an internal iliac component (hgb161207a) was placed to connect the two devices. The patient tolerated the procedure. On (B)(6) 2025, follow-up CT imaging revealed occlusion and compression of the vbx. An occlusion was also observed in the internal iliac component; however, no additional procedures were performed for either device. The physician¿s comment: ¿the right superior gluteal artery was bent, and the stent graft was deployed beyond the curved segment. I assume that the vbx lumen was narrowed at the bend, leading to compression.¿ on (B)(6) 2025, the patient developed a right buttock claudication. This adverse event is ongoing. It was not reported that a reintervention was required.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment for abdominal and iliac artery aneurysms using gore excluder iliac branch endoprostheses and gore viabahn vbx balloon expandable endoprosthesis. An iliac branch component was deployed in the right common iliac artery, followed by placement of a vbx (bxb077901) in the right superior gluteal artery. Subsequently, an internal iliac component (hgb161207a) was placed to connect the two devices. The patient tolerated the procedure. On (B)(6) 2025, follow-up CT imaging revealed occlusion due to compression of the internal iliac component and vbx stent. No additional intervention has been performed since. The physician¿s comment: ¿the right superior gluteal artery was bent, and the stent graft was deployed beyond the curved segment. I assume that the vbx lumen was narrowed at the bend, leading to compression.¿